Event description:
Have had multiple incidences with t-peel introducer pre-maturely splitting during insertion of the introducer and before entire catheter has been threaded into the pt. Complaint of these problems have come from multiple employees.